Event description:
During an in-clinic follow-up, noise was observed on the right ventricular (rv) lead. Rv lead damage was suspected, but could not be confirmed, to be the cause of the event. No intervention was performed at this time. The patient was stable and will continue to be monitored.